Event description:
It was reported that the patient's husband called the on-call audiologist on behalf of his wife. His wife reports that she is unable to hear with her tempo+ speech processor. They have tried all the back-up equipment they have available, but she is still unable to hear. She reports a clicking sound when the processor is turned on, but no other sound. The speech processor test device does light up and flash to speech input. The cable, coil, batteries and battery pack have all been changed per patient report. However, they do not have a spare cpu. They were advised to call their audiologist for further troubleshooting of the equipment in 2008. The patient arrived at the clinic on the same day, reporting loss of sound. An exchange of all external equipment failed to provide any stimulation to the patient other than the patient reporting a click during the first attempts, then nothing. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.